Event description:
The customer's parent called and reported the customer was hospitalized with diabetic ketoacidosis, high blood pressure, dehydration, and high blood glucose over 600 mg/dl, as a result of infusion set tubing being pinched. Troubleshooting for high blood glucose was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.